Manufacturer narrative:
It is known that improper installation, maintenance, or collision can lead to the spring arm covers falling off. The device was inspected by a trumpf medical service technician and repaired.

Event description:
The account alleged that the spring arm joint cover fell into the sterile field during surgery. There were no reports of any injury or impact to the procedure.